Event description:
Foot pedal was not working to change memories. Also noted vacuum was not working properly and caused thermal injury. Longer procedure; wound leak required one suture to close. No long term problems expected; prognosis reported as good.